Event description:
It was reported that the lead had elevated pacing thresholds and one instance oversensing or non-capture was detected one day post implant (seen on thythm strip). Neither issue could be reproduced. Since the cause of the oversensing could not be detemined the device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: no anomalies found; full lead returned for analysis. No anomalies found.